Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37642, serial# (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 3389s-40, lot# v475868, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v443426, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that a high impedance of 2074 ohms was measured intra-operatively on the c,0 contact. The connector was dried off, and the impedance was measured again but it was still high. The rest of the readings were around 1,000 ohms, 'give or take a few hundred' and the other electrode pairs were as follows: c,1 = 1563 ohms; c,2 = 977 ohms; c,3 = 1867 ohms; 0,1 = 2525 ohms; 0,2 = 2449 ohms; 0,3 = 3513 ohms; 1,2 = 1657 ohms; 1,3 = 2815 ohms; 2,3 = 1877 ohms. The patient was programmed to c+,2- and was not using that c,0 electrode pair for therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator additional review determined the following.

Event description:
Additional information received reported that high impedances were measured. The following high impedances were measured on the left side: 0-2 = > 2282 ohms. The following high impedances were measured on the right side: c-3 = 7231, 0-3 = 7062, 1-3 = 7304 and 2-3 = 7088 ohms.